Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue in the air and water channels, a greasy foreign substance in the air and water cylinder, and white residue on both sides of the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.